Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump is alarming motor error with an motor position encoder error alarm. Troubleshooting was performed and the customer was able to rewind the insulin pump. The insulin pump was exposed to a bag scan at security. The customer's blood glucose was not mentioned. The insulin pump will return.

Manufacturer narrative:
Findings: unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.